Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer reported that the sensor experienced multiple sensor errors. Customer also reported that upon removal of the sensor it seemed as though the cannula had retracted. Customer reported that the cannula was half of what it should have been as well. Customer's blood glucose at the time of the incident was 74 mg/dl. Troubleshooting was done. Product is expected to return.